Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 20-aug-2024, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 11-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and postlaminectomy pain. It was reported that yesterday dr. (B)(6) went to place this patient's permanent ipg after a very successful trial (90% pain relief with trial leads both at c2). He went to place the leads and was having difficulty getting them past c4 (target level was c2 for both leads.) He attempted for 2 hours and decided to leave the leads at c4 and c6. He stated it was due to anatomy and scar tissue that he could not push through to c2. To note, during the trial it took 10 minutes to place both leads at c2. The patient in pacu was stating "she couldn't feel her left arm." Dr. (B)(6) did a neuro assessment of sorts and said if she is in that much pain she should go to the hospital to be admitted. The hospital admitted her and explanted the entire system last night. She is going to have an MRI this morning to investigate a possible "bruising of the spinal cord."